Manufacturer narrative:
The reported event of bluetooth loss was verified. The issue was noted to occur due to bluetooth telemetry lockout, which is per device design. No anomalies were detected.

Event description:
New information received notes that the issue was determined to occur due to bluetooth telemetry lockout. The issue was resolved via re-interrogation. There were no patient consequences.

Event description:
It was reported that a failure to interrogate via bluetooth telemetry was observed on the implantable cardioverter defibrillator (ICD). There was an inability of the ICD to connect to the patient's application (app) via bluetooth. The patient was scheduled to be brought into clinic for further evaluation of the ICD. There were no reported patient consequences.